Event description:
It was reported that during a lap cholecystectomy procedure, clip scissoring occurred when ligating the bile duct. Another device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.

Manufacturer narrative:
Date sent: 12/08/2008. Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.